Event description:
It was reported when the sheath was in the patient and the dilator was pulled back, saline mixed with blood was coming out of the valve. The user aspirated until steady blood flow returned and then continuous infusion was provided. If air had been aspirated into the pt through the valve, it has the potential to result in patient injury. There were no consequences to the patient.

Manufacturer narrative:
St. Jude medical is awaiting device return. Once the investigation has been completed, a follow up report will be submitted.